Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge with 290 units of insulin. Reportedly, the insulin gauge displayed 85 units. The customer's blood glucose level was 176 mg/dl. Reportedly, the cartridge was reloaded successfully and the insulin gauge displayed an accurate fill estimate.